Event description:
It was reported that the patient came back 3 days after implant placement with a lot of pain, implant was removed and the pain stop. Inflammation was also reported.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) full osseotite® tapered certain® implant 4 x 11.5mm (ifnt411) was returned for investigation. Visual evaluation of the as returned product identified no damage or signs of malfunction that would contribute to the event. Measurements match drawing. Cal3845 (due: sep 12, 2022) functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 15 (fdi) and was used for approximately 7 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h ¿ (B)(6) 2021. Information identified: contraindications, warnings, precautions, and potential adverse events. Per the applicable IFU, improper techniques can cause device failure and persistent pain is listed as potential adverse event. DHR review: DHR review was completed for the subject lot number (2020030696). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization record (op# 0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot number (2020030696) for similar events (complaint category keywords: fracture: medical: pain) and no other complaint was identified. Post market trending review: feb post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical pain) or product (ifnt411). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.